Event description:
It was reported that the patient presented to the clinic after receiving inappropriate therapy. It was noted that multiple vf episodes with noise were observed in the device memory. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.